Event description:
Info received indicates after the pedal is placed into the brake position the stretcher will still roll.

Manufacturer narrative:
The tech replaced the right head and left foot casters to repair the stretcher.